Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and had critical pump error. The customer¿s blood glucose level was 41 mg/dl at the time of the incident. The customer states pump began to alarm a picture of pump and has a red x over the screen and a large arrow pointing to a book with a question mark on it and reports they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.